Event description:
The patient had open heart surgery; electrocautery was used. The caller was unable to turn the stimulator back on with the patient programmer. The caller was encouraged to contact the patient's health care professional. Additional information has been requested. A follow-up report will be sent if additional information becomes available.